Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, liquid leaks due to deformation of elevator channel plug, forceps elevator not working softly due to cutting part of k-wire, dirt inside light guide lens, light guide lens broke, crease at the light guide lens, adhesive part of bending section rubber broke, crease at the connecting tube, crease at the connecting tube protector, crease at switch 4, crumple at the universal code, corrosion at the control part due to leakage, and corrosion at the electoral connector due to leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope forceps elevator wire (k-wire) was broken. The event occurred during preparation for use, prior to an unknown procedure and the procedure was completed using similar device. Upon inspection and testing of the customer returned device, gap in the adhesive on the distal end and stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress causing a gap in the adhesive part of the light guide lens, and dirt entered. The event can be detected/prevented by following the instructions for use which state the following: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.